Event description:
It was reported that the device may have reached the elective replacement indicator [eri] prematurely. It was also reported that the device was checked and a minimum longevity of nine months was noted; however, two weeks later another device check indicated that the device had reached eri. The device was set at high output. Additionally, the hospital was unhappy with the urgent device change-out that was required due to the inaccurate end of life prediction. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion. We did receive performance data collected from the device and have analyzed the data. The time of battery depletion/elective replacement indicator was on (B)(6) 2012. The battery voltage was equal to 2.66 volts. The battery impedance was approximately 3508 ohms.